Event description:
A customer observed a non-reproducible falsely elevated trop I es results on the vitros eci analyzer. The trop I es result was not released. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that the event was instrument related. Following service to address multiple modules including the incubator assembly, consistent acceptable performance was obtained. Post servicing, the instrument was returned to expected operation. The root cause of the event is instrument related.